Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure and polypectomy. Approx five and one half mins into the procedure, the pressure began to drop. The surgeon filled the catheter with more fluid after which he felt a sudden "give" and the pressure dropped. The surgeon performed a hysteroscopy and laparoscopy and found a severe fundal tear/ruptured uterus which was bleeding quite profusely. The surgeon performed an abdominal hysterectomy. The pt had been on depo provera (progesterone) for approx two and one half years for metrorrhagia and contraception.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch MFR records was conducted and the batch met all finished goods release criteria.